Event description:
It was reported that a patient underwent a right knee arthroscopy, synovectomy, microfracture, right tibial osteotomy procedure on (B)(6) 2025 and absorbable hemostat was used. The patient underwent surgery due to right knee osteoarthritis, right knee varus deformity, and right knee villonodular synovitis. The surgery was successful and the patient was discharged. After discharge, the patient underwent surgery in another hospital and after the surgery, the wound was found to be poorly healed, then another surgery was performed. For further diagnosis and treatment, the patient came to our hospital again 49 days after the first operation, on (B)(6) 2025 and underwent elective debridement and suture surgery the next day. Anti-infection treatment and was discharged after the wound healed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. What method was used to apply the surgicel? 8. How much surgicel was used during the procedure? 9. What is physician¿s opinion as to the cause of this event? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 11. What is the patient¿s current status? 12. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. Additional information was requested, and the following was obtained: -- received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. What method was used to apply the surgicel? 8. How much surgicel was used during the procedure? 9. What is physician¿s opinion as to the cause of this event? 10. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 11. What is the patient¿s current status? 12. What is the users experience w/ surgicel and other hemostatic agents? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.